Manufacturer narrative:
(B)(4). It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. The 3.0 x 23 mm xience xpedition stent delivery system (sds) got stuck on the guide wire (gw) during advancement. It was also not possible to remove the sds from the gw; therefore, the sds and gw were removed together and replaced. No additional information was provided.

Manufacturer narrative:
(B)(4). Product return status changed from returning to not returned. (B)(4). The device was not returned for analysis. The investigation determined a conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The balance middleweight (bmw) guide wire referenced is being filed under a separate medwatch report#.

Event description:
Subsequent to filing the initial report, the following information was received: the procedure was to treat an unspecified artery with mild calcification. The 3.0 x 23 mm xience xpedition stent delivery system (sds) got stuck on the balance middleweight (bmw) guide wire (gw) during advancement while outside of the patient anatomy. An attempt was made to replace the gw, but it was not possible to remove just the gw; therefore, the sds and gw were removed together. The procedure was completed with another xience xpedition and whisper gw. Although it was stated there was clinically significant delay in the procedure due to the replacement of the devices, no adverse patient effects were reported. No additional information was provided.